Event description:
Arterial catheter in left femerol groin site, when removed, came apart in 2 pieces which caused significant bleeding and hypotension. Exam of the catheter: appears as if the lumen disconnected from port head at the connection.